Event description:
Customer reported a patient underwent a suboccipital craniectomy with dural repair using duramatrix suturable product. The graft was properly sutured and the suture line remained intact postoperatively. The patient initially recovered well. About 2-3 weeks after initial implantation, the central portion of the graft disintegrated despite the intact suture line. This unexpected degradation resulted in a pseudomeningocele. Revision surgery was required, in which a reoperation confirmed the suture line was intact but the center of the graft had disintegrated. Multiple subsequent procedures were required, including: replacement of the graft with duraguard (not a collagen matrix, inc. Product), placement of a ventricular catheter, and insertion of a vp shunt. Customer reported an event date of 10/20/2025 however it was not specified if this was the date of the initial surgery or the date of a subsequent procedure. Additional information was requested from the customer, including when all procedures occurred, how the unexpected graft degradation was discovered, and the patient outcome/patient status. The customer stated no further information regarding the event would be provided.